Event description:
It was alleged that during a pediatric infusion of epinephrine at 10mg/deciliter the pump alarmed for upstream occlusion. It was noted that blood backed up into the IV tubing. It was further noted that the infusion was interrupted and the pt became hypotensive. The customer reported that multiple tubing sets and pumps were used in an attempt to overcome the problem. Use of a syringe pump aided in maintaining the infusion. There was no resultant pt consequence or injury reported.